Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085110) that a (B)(6) year old female patient who underwent breast augmentation revision with two unspecified mentor saline breast prostheses, experienced multiple symptoms that she began to experience without explanation. The patient saw a rheumatologist and endocrinologist. The patient reported she has hashimoto's, her menstrual cycle stopped 100% in 2018, her blood work compared to the prior year looks like she skipped pre-menopause and went straight into full blown menopause, her life has changed, and she reports she can¿t push her (redacted) like prior to surgery in 2018. The patient reports she is unable to take care of her mother with alzheimer¿s who she has been taking care of since 2013. No date of explantation was reported. No product issue, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This medwatch form is for the left breast prosthesis.